Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, active current measurement test, self test and unable downloaded history files and traces due to blank display. Pump was cut open to perform visual inspection and found the battery tube had shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Pump not found battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to test and unable downloaded history files and traces due to blank display. Blank display due to misaligned battery tube, pump not found battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia followed by change sensor and sensor updating alert. The customer reported blood glucose value of 63 mg/dl. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a, mmt-1884. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt- 7040a, mmt-332a, mmt-397a. Mmt-1884 return is required for analysis.